Event description:
The physician of radiology department of vgh-taipei did necrotizing pancreatitis operation with multiple drain in 2005. During the operation, the patient had massive bleeding(1500ml). The physician used the fiber coil. The first two coils would not insert into the microcatheter and the third coil couldn't pass through the renegrade microcatheter. Then he exchanged a new renegade microcatheter and completed the procedure.